Event description:
All three zenith components were deployed successfully. Post angiogram of the graft placement noted that the contralateral iliac leg graft had landed in the common iliac artery with a minimum stent overlap. The physician desired to increase the seal in the vessel in the event of a change in the morphology of the vessel or the aneurysm. An iliac leg extension was deployed distal to the iliac leg graft, extending the coverage of the vessel in the common iliac artery. No endoleaks were noted during the final angiogram.